Manufacturer narrative:
The cause of the battery temperature high alarm on ic1683 was a communication anomaly between the battery and the power battery management board. Additional information has been provided in d6b, d9, h3 and h6.

Event description:
The complainant reported that, while the automated impella controller (aic) was unplugged for patient ambulation, a "batterytemperature high" alarm sounded, which resolved when plugged back in. The aic was swapped out. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.